Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported in a journal article that 52 patients with evidence of periprosthetic infection underwent preoperative aspiration of the affected hip. The organism was identified in 33/52 patients, and single-stage revision was performed. The remaining 19 patients underwent twostage exchange arthroplasty. All patients had cemented cup and long cementless stem. Two patients had dislocation; in one of them the instability was recurrent and a hip brace was used. Additional information has been requested and is not currently available. Journal article: single-stage versus two-stage revision of total hip replacement for contained periprosthetic infection - ayman m. Ebied.

Manufacturer narrative:
Trend analysis: no trend analysis could be conducted as the product number was not provided. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported in the journal article that two patients in the two stage revision group had dislocation; in one of them the instability was recurrent and a hip brace was used. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: the complaint arise from a journal article: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is only known that the patients had a 32mm outer diameter cocr head implanted with the wagner stem and a pe cup. The patient experienced a single dislocation that was reduced by closed reduction and continued to be stable afterward. From the available information none of these complications is directly related to the implants. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary in conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).